Manufacturer narrative:
See below for the cloud data information. Locked down smartphone: data not available. Omnipod software app version: 2.0.4. Operating system: 26.0. Hardware: iphone13.2. Cgm sensor type: data not available.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization with admittance into the intensive care unit (ICU) and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized twice and was admitted into the intensive care unit (ICU) with diabetic ketoacidosis (dka) on an unspecified date. The patient's blood glucose levels was not reported and the pod was worn for an unknown duration. The pod's controller got stuck or wouldn't load, leading to the patient not being able to use it. Symptoms reported include the patient having stomach pain, throwing up and being thirsty. The patient was treated in the ICU but the treatment was not specified. The patient was discharged but the date was not specified. This report covers the second hospitalization.